Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top aligner cuts into their gums and upper two front teeth. They have filed the aligners but still hurts them, provided fit tips and requested update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.